Event description:
It was reported that surgeon was ablating during a subacromial decompression when a piece of the ceramic tip broke off in the joint. Surgeon then successfully removed the chip.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.